Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances that led to the poor communication were that the patient had to turn the device down to have an EKG. The patient reported that the issues had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller reported poor communication. It was stated that the patient could not get patient programmer (pp) to increase stim past 0.4. Patient reported turning stim down to have an EKG a few weeks ago and could not increase stim past 0.4. Patient was asked to describe the screen they were experiencing when patient could not increase stim, and patient confirmed the screen was poor communication screen. Patient stated she was able to get the pp to increase stimulation prior to being assisted in troubleshooting. Prior to the call patient reported she thought she needed new batteries, but patient was still experiencing poor communication after changing the pp batteries. During the call patient mentioned she did not know what to increase stim to. Patient confirmed prior to EKG she was able to feel stim. During call patient was able to increase stim from 0.4v to 5.0v but stated she could not feel stim. Patient did not want to increase past 5.0v. Patient was advisedto keep track of symptoms and to decrease stim if she did begin to feel it at an uncomfortable level. Poor communication resolved on the call. Patient was advised to monitor symptoms and decrease stim if uncomfortable. No further symptoms or complications reported/anticipated.